Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix received one (1) alto delivery system, one (1) sheath and one (1) empty polymer syringe for an evaluation. The devices were shipped in a large shipping box, within a small box within a biohazard bag. The devices was returned in a curled up configuration to fit in the small box. Blood residue was present upon receipt. The stent graft was not returned as it remains implanted within the patient. The delivery system was received still inserted with the sheath and the polymer syringe was still attached to the delivery system. The delivery system was removed from the sheath and the polymer syringe was removed from the delivery system before decontamination. An evaluation of the returned device was completed. A visual and limited functional analysis were performed. Upon initial visual inspection there is a kink in the hypo tube and a kink in the sheath. These kinks are not related to the polymer leak and were most likely due being curled up when shipping the device. The remainder of the device is unremarkable. The blue handle halves were separated and the device appeared unremarkable. Based on the evaluation, it was not possible to confirm the reported event. The possible polymer leak is most likely associated with a stent graft that remains implanted in the patient and not the delivery system. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix was unable to confirm the reported hypotension caused by a possible polymer leak or the resolved intraoperative type ia endoleak. This is not consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported to be in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date of received by manufacturer has been updated. H3: device evaluated by manufacturer has been updated . H6: investigation type code; remove code 4117. H6: investigation result code: remove code 3233. H6: investigation conclusion code: remove code 11.

Manufacturer narrative:
The delivery system of the implanted device is expected to be returned but has not been received yet. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was being implanted with the alto abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). After the polymer fill of the aortic body stent graft, during the attempt to cannulate the contra limb, the patient experienced symptoms of an allergic reaction due to a possible polymer leak. The polymer syringe was observed to have emptied however the polymer rings of the main body appeared to be filled as normal. The patient was successfully treated for an anaphylactic reaction per the device IFU. An intraoperative type ia endoleak was present and ballooning of the area was preformed to treat the type 1a endoleak. The final angiogram showed that the 1a endoleak was resolved. The patient is currently stable and is being monitored.